Manufacturer narrative:
Further analysis of this device revealed that the failure mode is a brittle fracture of the bodystock at its junction with the stylet retainer. This occurred during the prepping of the device.

Event description:
It was reported that the balloon of this device did not hold pressure during an angioplasty procedure. This device was removed from the procedure and another device was used to complete the procedure. There has been no claim of injury related to this event.